Event description:
A report was received stating "valve destruction". Attempts to obtained additional info were unsuccessful.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. Once the investigation is complete, a follow-up medwatch report will be submitted.